Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During interrogation of implantable cardioverter defibrillator (ICD), it was noted that the patient received an inappropriate shock due to oversensing electromagnetic interference (emi). The clinician suspected that the emi was caused by patient touching another person who was actively using a transcutaneous electrical nerve stimulation (tens) machine. No programming changes were made to the ICD. The patient was in stable condition.